Event description:
An article published june 12, 2006, reported that a female soft contact lens wearer experienced fusarium keratitis while including complete moistureplus in her lens care regimen. Pt generally used complete moistureplus, but on one occasion 2 weeks prior to initial examination, she had also used renu multiplus. Pt is immunocompromised because of recent chemotherapy (one week prior to onset) to treat non-hodgkin lymphoma. According to information received from the attending ophthalmologist, the pt's condition eventually resolved (approx 4 weeks) , however, pt's eye/cornea remained with a scar, 2 injections (that decreased va to 20/40-20/70 range). Doctor's opinion regarding the relationship of event to product =unk. Lot number of solution =unk; complaint unit no longer available. No further information is available or expected.

Manufacturer narrative:
Complaint unit/lot number not available. Manufacturer is unable to further investigation.